Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -06.50 diopter implantable collamer lens into the patient's eye on (B)(6) 2022. The patient has "hypervault" and is planned to be exchanged. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.